Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("other injuries / symptoms: migraine"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral); oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: plaintiff underwent essure confirmation test information not provided. Most recent follow-up information incorporated above includes: on 05-sep-2019: pfs received. Essure implant date and product indication updated. Explant date added. Previously reported ¿injury¿ was updated to pelvic pain. Events - abdominal pain, dysmenorrhea (cramping) and other injuries / symptoms: migraine were added. Lawyers and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.